Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with a broken liquid crystal display (lcd). There was no harm or injury reported. The lcd screen needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped.